Event description:
The following report was received from the affiliate: during a coronary intervention the target lesion was at the proximal and mid left anterior descending coronary arteries. The lesion was de novo and the vessel was highly calcified and moderately tortuous. There was 99% stenosis. Initially, rotablator was used due to highly-calcified vessel. A 3.0x18mm cypher sirolimus-eluting coronary stent was delivered to the target lesion, but would not cross the target lesion and therefore the target lesion was post-dilated with a 2.5x20mm avita balloon. The cypher was redelivered to the target lesion and there was difficulty delivering due to the residual calcification. The cypher stent was deployed at the target lesion by like picking technique. While inflating the unit, the physician confirmed the balloon had ruptured at 5-6 atms. Therefore, the physical discontinued the inflation of the cypher and removed the entire system. Since the stent was a little expanded, post-dilation with a 3.0x15mm quantum balloon was conducted. Sufficient blood flow was confirmed and the procedure was finished successfully. There was no pt injury reported. The product was clinically used, but the product will not be returned for analysis due to the pt's infectious disease.

Manufacturer narrative:
The physician's comment: there was possibility that some calcification (spiked shape) were left at the target vessel even though rotablator was conducted, and it led to the balloon rupture. The physician confirmed flow back of blood into the inflation device while deflating the balloon. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.